Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR no 3004753838-2025-066607 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 4/8/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: e1803 nodule/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581. Appropriate term/code not available.

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.